Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve broken in the star section. While setting up for the procedure, they experienced a lot of resistance while trying to put the ablation catheter through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium as there was a lot of resistance. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, the hemostatic valve was broken in the star section. In addition, the shaft next to the handle was observed bent. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve broken in the star section on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-mar-2024. The device evaluation was completed on 26-mar-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. In addition, the shaft next to the handle was observed bent. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken hemostatic valve in the star section could be related to the resistance reported by the customer; therefore, customer complaint was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The potential cause of the bent shaft could be related to the handling of the device after procedure; however, this cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft next to the handle was observed bent¿. -investigation findings: fracture problem ((B)(6)) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was broken in the star section¿. Manufacturer¿s reference number: (B)(4).